Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported bleeding could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the events; however, no additional information was provided by the account. The patient remained ongoing on hm3 lvas until they were ultimately transplanted on (B)(6) 2021 (captured under MFR # 2916596-2023-00607). No product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events, including bleeding, that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿ (under anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for mucosal bleeding.